Manufacturer narrative:
Qn#(B)(4). The customer returned a guide wire in its advancer and an 18ga introducer needle for evaluation. The guide wire was returned advanced through the needle cannula. Signs of use in the form of dried blood were observed on the returned components. Visual examination revealed the guide wire was unraveled and the distal coil wire was partially advanced through the introducer. The guide wire was unraveled from the distal weld. The distal j-bend of the core wire was slightly misshapen. The returned introducer needle did not show obvious defects or anomalies. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld. The exposed distal core wire tip was tapered and discolored at the point of separation. Both welds were present and appeared full and spherical. From the distal tip of the introducer needle to the distal tip of the coil wire, 51mm of the coil wire was advanced through the introducer needle. The broken core wire measured 457mm which is within the specification limits of 450mm-458mm per the guide wire product drawing; therefore, no pieces of the core wire appear to be missing. The outer diameter of the guide wire measured 0.793mm which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The outer diameter of the needle cannula measured 0.0500", which is within the specification limits of 0.0495"-0.0505" per the needle cannula product drawing. The inner diameter of the needle cannula measured 0.041" which is within the specification limits of 0.041"-0.043" per the needle cannula product drawing. After removal of the guide wire from the needle, the undamaged proximal end of the guide wire and the returned 18ga introducer needle were functionally tested per the instructions for use (IFU) provided with this kit, which states "if using standard arrow advancer, raise thumb and pull arrow advancer approximately 4 - 8 cm away from arrow raulerson syringe or introducer needle. Lower thumb onto arrow advancer and while maintaining a firm grip on guidewire, push assembly into syringe barrel to further advance guidewire. Continue until guidewire reaches desired depth." The undamaged portions of the guide wire passed through the needle cannula with little to no difficulty. A manual tug test confirmed that the proximal weld was secure and intact. A device history record review was performed, and there were no relevant findings. The instructions for use (IFU) provided with the kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. The guide wire and needle met all functional and dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "during insertion of the guide in the needle as per seldinger gesture, the guide unravelled and it was impossible to remove it from the needle." There was no consequence for the patient. The guidewire was fully removed from the patient and a new device was inserted. The patient "is fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "during insertion of the guide in the needle as per seldinger gesture, the guide unravelled and it was impossible to remove it from the needle." There was no consequence for the patient. The guidewire was fully removed from the patient and a new device was inserted. The patient "is fine".